Event description:
It was reported to boston scientific corporation that an agile esophageal otw was used during a procedure performed on (B)(6) 2025. It was reported that the stent migrated. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0104002 captures the reportable event of stent migration. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a agile esophageal otw stent was to be implanted to treat an esophageal malignancy in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025.during the post procedure period and prior to discharge, the distal end of the stent migrated and was found in the stomach. On (B)(6) 2025, the stent was removed from the patient.there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a(2,3,4) ,b5, e1 has been updated with the additional information received on february 06, 2026. Block a1: patient weight: 70.2 kg. Block h6: imdrf device code a0104002 captures the reportable event of stent migration. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: investigation results: based on the available information, boston scientific corporation concludes could not confirm the reported stent migration. The device was not return for analysis. Stent migration is noted within the instruction for use (IFU) as a possible adverse associated with the use of the device. Device history record review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which have contributed to the reported event device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed labeling review: a labeling review was performed and, from the information available, there is no information that the device was used in a manner inconsistent with the instructions for use (IFU) as a known possible adverse event related to the use of the device. Additionally, it was confirmed that the following adverse events are anticipated in the IFU: stent migration, investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported to boston scientific corporation that a agile esophageal otw stent was to be implanted to treat an esophageal malignancy in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the post procedure period and prior to discharge, the distal end of the stent migrated and was found in the stomach. The original device was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks b5, d6b (explant date) h6 (impact code) have been corrected.block a1: patient weight: 70.2 kg.block h6:imdrf device code a0104002 captures the reportable event of stent migration.imdrf impact code f2301 captures the reportable event of additional device required to remove the stent.imdrf impact code f2202 captures the reportable event of endoscopic procedure.block h11: updated device analysis -investigation results:based on the available information, boston scientific corporation concludes could not confirm the reported stent migration. The device was not return for analysis. Stent migration is noted within the instruction for use (IFU) as a possible adverse associated with the use of the device.device history record review:it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which have contributed to the reported eventdevice technical analysis:the device was not returned for analysis; therefore, a technical analysis could not be performed.risk review:a risk review was completed and confirmed that the event of "stent migration, additional device required and endoscopic procedure" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.labeling review:a labeling review was performed and, from the information available, there is no information that the device was used in a manner inconsistent with the instructions for use (IFU) as a known possible adverse event related to the use of the device. Additionally, it was confirmed that the following adverse events are anticipated in the IFU: stent migration, investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.